Manufacturer narrative:
Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged from 357 to greater than 600 mg/dl. Elevated blood glucose was addressed with a bolus via the pump. Customer reported not performing the air removal step when filling the cartridge and changing pump supplies every 4 days. Customer was educated on the air removal process and was instructed to change pump supplies every 2-3 days per the user guide. Customer went to the emergency room and was subsequently hospitalized for elevated blood glucose and diabetic ketoacidosis. Customer was treated intravenously with saline and insulin, and was released two days later with the issue resolved and no permanent damage. Tandem technical support performed a system check with the customer and successfully resolved the occlusion.